Manufacturer narrative:
Additional information was received that the patient had still issues with the pocket pain and injection will be given when needed. The reported pain at the pocket site was the pre-existing pain.

Event description:
A report was received that the patient had pain at the pocket site when the stimulation was on or off. The pain would also exacerbate during charging. The patient was given with epidural steroid injections around the site, and the pain was resolved.

Event description:
A report was received that the patient had pain at the pocket site when the stimulation was on or off. The pain would also exacerbate during charging. The patient was given with epidural steroid injections around the site, and the pain was resolved.